Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. Unit had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers ramping on the display. Blood glucose level at the time of the incident was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.